Manufacturer narrative:
Evaluation of the attached pictures showed that the male luer broken at the middle. One unit was returned for evaluation and the tube has scratches. The complaint is confirmed. The most probable root cause is that the product become damaged after its manufacture. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the customer found a scratch on the device. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08526 is no longer considered reportable, please disregard any MDR reports associated with it.